Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been restarted and shut down but continued to display error popups. A technical support specialist (tss) checked the logs and found an application error. The tss also noted that the station was running version 1.5 and applied knowledge article (ka) 000007139 for the medstation es application error: ¿dispensing.ui.win has stopped working.¿ the tss executed the recommended command in the command prompt, which completed successfully. The engineer then rebooted the station and confirmed that the medication application launched normally without errors, resolving the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to remove medications because the pyxis was stuck on a blue screen. Both the pharmacist and the technician attempted to restart and shut down the pyxis; however, the system failed to launch. System error messages continued to appear, including failed to decrypt using provider and object reference not set to an instance of an object. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.